Event description:
It is reported that the device was implanted in 2005. Approximately one year post-op, the surgeon found loosening of the femoral component. There are no plans to revise the patient; however, the surgeon continues to observe the loosening status.

Manufacturer narrative:
Evaluation summary: x-ray images show non-uniform lateral and medial gaps on right knee indicating improper soft tissue balancing. Images show a less than optimal cement mantle on anterior face. Femoral component did not fit the bone tightly as evident by the anterior and posterior gap in both knees which likely contributed to the loosening. No product or x-rays were returned for review. No lot number was provided; therefore, device history records could not be reviewed.